Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer report separation was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The reporter was contacted and info on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional info. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of total parenteral nutrition, at an unspecified rate. After an unspecified length of time, it was reported that the tubing separated from an unspecified clave y-site of the tubing set. The customer contact reported that an unspecified volume of blood loss was noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and therapy was resumed.